Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering up" was confirmed during the functional testing and the archive data review. The root cause of the system error was an internal communication error. The autopulse platform was manufactured in 2015 and is over seven years old. Upon visual inspection, no physical damage was observed. The archive data indicated system error - 132 (internal watchdog timeout), thus confirming the reported complaint. In addition, unrelated to the reported complaint, further archive review indicated ua17 (max motor on time exceeded during active operation) in january 2023. Per the archive, the ua was cleared by the user. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 indicates that the lifeband is twisted or the battery voltage is low. The recommended actions for this user advisory are to open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Zoll service personnel used the ap vision to clear the system error. Upon resetting, the platform was re-evaluated through the run-in test with good known test batteries, and the platform functioned as intended without fault or error. Since the processor board was replaced in february 2022 to address the system error that was reported by the customer previously and despite intensive tests, the system error could not be reproduced after resetting, the power distribution board (pdb) and the connection cable from the processor board to the pdb and motor controller were replaced as a preventive precautionary measure. Furthermore, unrelated to the reported complaint, brake gap inspection revealed that the brake gap was too wide and out of specification. The brake gap was adjusted to address the observed issue. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering up. No patient involvement.